Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up and contrast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and contamination was observed under the button contacts.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad buttons require multiple presses before it responds. The issue was not resolved with training. There was no evidence of product misuse. The animas product is being returned for investigation. The patient was advised to go on the backup plan as needed. There was no adverse event associated with this complaint.